Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the laser generator for the ablation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The laser generator was returned to the manufacturer for evaluation. Testing found that the power was below specifications. As when set to 2w, the generator provided 0.56w. The reported issue carried across multiple power settings for the laser. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a neuro based soft tissue ablation, the ablation system was reported to have insufficient temperatures being delivered to the laser. It was reported that the issue occurred while on a second fiber being used where the temperature was noted to drop to 80 percent power on the imaging system. The second fiber was noted to have passed test dosages then the therapeutic dose temperature would drop for 30 seconds to one minutes. A t2 scan was performed and the temperature readings were accurate due to the low amount of ablation that had occurred. The fiber and cannula were swapped for the original pair without resolution. The laser was then set to 97% power and the tmap only displayed blue/green temperatures. The surgeon then continued the procedure for multiple 8-10 minute increments and completed the procedure. There was a reported delay to the procedure of two hours due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.